Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had an audio anomaly and a blank display. The customer woke up and the insulin pump was blacked and was also making a constant tone. The customer's blood glucose level was unknown. The insulin pump was not dropped, physically damaged, or exposed to moisture. The display did not return after the battery test. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display and had a constant tone due to moisture damage on the electronics assembly. Moisture damage was also found on the motor, vibrator, keypad and battery tube assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.